Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient experienced a csf and drug leak from the intrathecal catheter. No patient symptoms were reported. The hcp noted fluid accumulation. A study was performed, but no results were reported. The catheter was explanted and noted to have a tear above the anchor. The hcp plans to replace both the patient's pump and catheter at some point in the future. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.